Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified as sterile. A device history record review for the lot was conducted; no anomalies were found. The product was released in accordance with all product acceptance criteria. The root cause for the defects experienced by the customer cannot be determined. Additional information received for the complaint reported that a sleeve was not attached to the ia. A missing sleeve would cause the condition described in the complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A surgeon reported that the irrigation/aspiration handpiece was not properly working during a cataract surgery with intraocular lens (iol) implant. The irrigation started flooding out of the handpiece from the distal end and not from the tip. The handpiece was not entered in the patient's eye. The handpiece was exchanged to complete the surgery. There was no patient harm. Additional information received from a company representative clarified that no sleeve was attached to the irrigation/aspiration handpiece during the event. No further information is expected. This is the first of two reports being filed for the same facility. This report is for the second patient.